Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A device malfunction is reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. As per new information received from the field the recipient was re-implanted, but the device has not been received for investigation yet.

Event description:
Hearing performance with the device was affected. The recipient did benefit from the device previously. No trauma was reported. The recipient has been re-implanted bilaterally on (B)(6) 2018. The explanted device remains momentarily in the clinic according to local regulations.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Currently no plans for re-implantation are made.

Event description:
A device malfunction is reported. The recipient did benefit from the device previously. No trauma is reported. The family has decided not to re-implant at this time.